Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image function did not function normally due to the failure of the cable and no image displayed might have occurred. The cause of the faulty cable could not be identifed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a peeled off rubber part on the rear cover packing, a faulty cable, and a faded label on the rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a unspecified therapeutic procedure, the image does not appear/black screen on the 4k autoclavable camera head. There were no reports of patient harm associated with this event. This is report #1 of 2 due to multiple events reported. Reference report patient identifiers (B)(6) for additional events reported.